Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurate low compared to another meter. The (B)(4) was unable to contact the patient by phone for additional information, so the following complaint was classified based on documentation from lifescan customer service, customer care advocate (cca). The patient reported that the alleged product issue began approximately in (B)(6) (exact date and time unknown). The patient reported that she tested with the subject meter and obtained a blood glucose result of "166mg/dl", with the subject meter and compared this result to an emt meter reading of approximately "30mg/dl" taken at the same time in (B)(6) 2011 (exact date and time unknown). The patient manages her diabetes with an insulin pump. The patient reported that as no changes were made to her diabetes routine due to the product issue. The patient reported that due to the product issue, she "passed out" and that ems treatment of IV fluids was received for the product issue. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting and was an approved sample site. Replacement products were sent to the patient. While it is unknown if the patient is reporting that the subject meter was inaccurate high or low, uncertain what treatment the patient received or when, and uncertain if the symptoms occurred before or after the start of the product issue, this complaint is being reported because the patient is reporting hcp treatment was received for a serious complication of diabetes while the meter was in use.

Manufacturer narrative:
Follow-up #1 (3/8/2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2012 with the following findings: the meter has passed testing with no faults found after the battery was replaced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The meter was returned to lifescan on (B)(4) 2012. At this time, the evaluation of the meter has not been completed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.